Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was attempting to use the vessel sealer extend (vse) instrument, but the jaws of the instrument would not open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue was found during inspection, prior to use on the patient and was not stuck on tissue. The issue did not occur after a system fault. The instrument has been sent back to isi and there are no photos or videos for isi to review. Patient demographic information was not provided.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.